Manufacturer narrative:
The referenced monitor was returned to the service center for evaluation. The reported issue was not confirmed as the monitor was inspected and tested and the image functioned normally. However, the top and bottom right corners of the bezel are cracked and small portions of the bezel are missing. The bezel was replaced and the monitor was returned to the customer. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the biomedical equipment technician at the user facility that the high definition liquid crystal display monitor has a damaged bayonet neill-concelman (bnc) connector in the back of the monitor and the image goes in an out. There was no patient injury or harm reported. The monitor will returned for service evaluation.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A review of the repair records indicated there was no repair history found for the past year the investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the legal manufacturer for evaluation; therefore, the exact cause of the reported malfunctions could not be conclusively determined. The potential cause of the reportable no image malfunction is attributed to impacts from other device and or inner boards temporary malfunctioned. Olympus will continue to monitor complaints for this device.